Manufacturer narrative:
Dr has reviewed and does not see anything that would indicate the implant is the issue.

Event description:
Patient states that the implant is causing her to be sick. Patient states that are swollen down to their left shoulder.